Event description:
A complaint was received from a visiting nurse for a user of the elite blood glucose system. User states that they cannot get the meter to count down when using excel off brand reagent strips. While on the phone a review of the operation of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were conducted. The results were out of specification and erratic. A request was made to return the system for evaluation. A replacement unit was provided. The elite system was returned and tested. Satisfactory results were obtained. The complaint was not confirmed. Follow-up with the customer is being attempted. The complaint is considered closed for purposes of MDR.